Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-00560. It was reported that an error message displayed during aspiration. An avx® thrombectomy set and angiojet® ultra system console were selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, the waste bag began to leak fluid on the console and an error 5 - roller pump stalled displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: the product was received with no signs of external handling damage and defects observed. Ultra system drawer assy. Failed the functional testing. The actual testing indicated that the drawer assy. Was able to duplicate error code 5 for roller pump stalled. Checked drawer assy. Open/close movement and the unit failed for incorrect speed due to bad electrical signal on the roller pump. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-00560. It was reported that an error message displayed during aspiration. An avx® thrombectomy set and angiojet® ultra system console were selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, the waste bag began to leak fluid on the console and an error 5 - roller pump stalled displayed. Aspiration stopped and they stopped using the catheter. The procedure was completed with another of the same device. There were no patient complications.